Manufacturer narrative:
Upon further review of this complaint, it was determined that the required intervention to prevent permanent impairment/damage (devices) was inadvertently checked in the outcomes attributed to adverse event section of the initial report. This field is not applicable since there were no injuries, medical intervention or prolonged hospitalization to the user or patient. Additional narrative: during subsequent follow-up, it was reported that there were no burns associated to this event. According to the reporter, the device was just overheating. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was overheating and making a high pitch sound. It was further verified that the device heated up from the coupling end and made a loud screeching noise. There were no delays to the planned surgical procedure as a spare device was available for use. There was patient involvement reported. There was no harm to the patient. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it was overheating, making a high pitch sound and had a broken shaft. Therefore, the reported condition was confirmed. The assignable root cause was determined to due to user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.